Event description:
The reporter indicated a cc4204a collamer aspheric single piece lens was noted to be torn when the package was opened. There was no pt contact and the lens was not loaded.

Manufacturer narrative:
(B)(4) eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic and both haptics torn. The lens was returned in liquid and there was evidence of clear surgical residue.